Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 88.9cm distal of the strain relief and 7.5cm from the tip. The middle section of the device was missing. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the device was advanced through the guide catheter, the mid portion of the shaft broke. The whole unit was removed from the patient's body and it was noted that the broken portion was inside the guide catheter. A new guide catheter was used and the physician continued with the procedure. There were no patient complications.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the device was advanced through the guide catheter, the mid portion of the shaft broke. The whole unit was removed from the patient's body and it was noted that the broken portion was inside the guide catheter. A new guide catheter was used and the physician continued with the procedure. There were no patient complications.